Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the ends of the force bipolar instrument were unable to close properly. A similar back-up instrument was used to proceed with the case. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicted there was no "difficult/unable to remove" problem and clarified that the instrument¿s ends do not overlap with each other. The reporter stated the ends had shifted/glided away from their place/seat.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint. The instrument was found to have a dislodged molded insulator, which causes the grip tips of the instrument to not properly close. In addition, the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure.